Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis in (B)(6) of 2017 with a blood glucose level of 600 mg/dl. The customer experienced 7 no delivery alarms and smelled insulin for the device. The customer was treated with IV fluids. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.